Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implant procedure, the tip of the device was buried into the patient's iris. The device was released from the iris by cannula. Additional information was requested.

Manufacturer narrative:
Following new information that was received, the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. (B)(4).